Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in a plastic bag without its unit tray. Visual examination shows that the pivot pins are broken, and the flange is disconnected from the xlt head bottom. Further examination shows that the pivot pins have not been returned for evaluation. A review of lot number shows that the lot number of flanges used on this lot is. Review of the incoming inspection record confirms that tensile testing was carried out on this lot with an average of 53.889lbf to break the lugs away from the main body of the flange. The damage detected is indicative of the flange coming under undue force. The reported defect could be detected on the unit returned for evaluation. The most probable root cause is the lugs came under undue force. No new formal investigation is required, the event will be included in trending and monitoring. During incoming inspection, a pin shear test is carried out. The quality controller statistically samples each lot of flanges received from our vendor. The required acceptance specification is 34lbf and a review of the incoming file confirms that this lot met a valve of 53.889lbf to break the pivot pins away from the flanges. At the inspection stage of the process each unit undergoes a 100% swivel check. It is at these stages of the process that any defects are removed from the lot. The defect detected on the returned unit would not have passed this inspection. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the product was discovered with flange detached from the cannula while still in the package. There was no patient involvement.

Manufacturer narrative:
Evaluation summary one photo was received for evaluation. It was verified that the tube was detached from the flange. The device failed to meet specification as it was received or made available for evaluation. The investigation of observed condition isolated the failure to the detachment of the flange but the cause could not be determined as the product was not sent to medtronic. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.